Manufacturer narrative:
(B)(4)

Event description:
The customer reported that when attempting to discharge a patient the system would restart. The issue occurred after (B)(6) 2018. There was no patient incident.